Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision of restoration stem and body due to subsidence.

Manufacturer narrative:
An event regarding subsidence involving a restoration modular stem and body was reported. The event was not confirmed. Conclusions: based on the provided information, the product reported in this investigation did not contribute to the event. The event is reported for subsidence of the modular stem which led to an inability to assemble the modular body to the modular stem there is no allegation against the modular body. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Revision of restoration stem and body due to subsidence.